Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported. The investigation was unable to determine a cause for the reported air embolism. The reported transient ischemic attack appears to be due to the speculated air embolism. The reported hypotension and st-elevation appear to be cascading effects of the transient ischemic attack. The reported medication required was a result of case specific circumstance as medication was administered to treat the patient effects. Air embolism, non-specific EKG/ECG changes (st-elevation), transient ischemic attack, and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported medication required was a result of case specific circumstance as medication was administered to treat the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la). However, at this moment, the patient¿s blood pressure decrease. St-elevation was then observed on the electrocardiogram. In the physician¿s opinion, the patient effects were due to a transient ischemia caused by air contamination. It was noted air was suspected in the anatomy, but was unable to be confirmed. Medication was administered to treat the patient effects. The procedure was continued without further incidents and one clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.